Event description:
Provider spoke with lisa r in customer service ext 7960 to advise that when the consumer goes through the doorway and knicks her handrims on the door which causing the handrim to corrode and made it uncomfortable on her hands when she is using the chair. Provider did not advise of any injuries. Provider hung up before any additional information could be obtained.